Event description:
The 2.5mm uncuffed r.s.t. Endotracheal tube was placed in a neonate when a narrow obstruction 11cm from the distal end was noted that prevented the passage of a 5 french catheter. Hospital personnel were able to bag ventilate the infant only at very high pressures resulting in a prolonged period of hypercarbia and a need for 100% f102. The tube was extubated and the patient reintubated with another tube.